Event description:
It was alleged that an overinfusion occurred during use on a patient. It was noted that the antibiotic was set to infuse 25 ml but infused 100 ml and the pump did alarm when the bottle was empty. The biomed noted that the settings when the device was checked were volume to be infused 25ml, volume infused 100ml, and rate was 125ml/hr. There was no reported patient consequence or injury.